Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. The polymer coating of the wire was peeled at 298.8cm to 299.5cm approx. From the proximal end and the distal tip kinked at 298.8cm from the proximal end. All outer diameter dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013 the target lesion was located in the artery below the knee. A 300cm straight tip v-14 controlwire was crossed to the lesion. When the non bsc balloon was inserted into the v-14 guide wire, the wire prolapsed. When the physician tried to pull the wire back, the distal end formed a little knot and was "frayed", although nothing was left in the patient. The procedure was completed with another of same device. No patient complications were reported and the patient is fine. However, analysis found that the polymer coating of the wire was peeled.